Event description:
The complainant reported that during the therapeutic procedure of placing a peg enteral feeding device into a pt (age and gender unk), the tube broke off from the internal bolster. It was indicated that the detached portion of the device was removed from the pt's stomach with the aid of kelly clamp. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.